Event description:
It was reported that before use of the bd plastic non-sterile luer-lok¿ tip syringe the rubber stopper on the plunger is broken. The following information was provided by the initial reporter: the syringe rubber ring is broken.

Manufacturer narrative:
Investigation summary: four photos of a loose 5ml syringe were received and evaluated. It was observed in all four photos the syringe had a jammed stopper condition and was rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. It is most likely caused by a dry spot in the barrel that caused the stopper to stick to the side as the plunger rod was being inserted or a misalignment of the plunger rod and barrel during assembly. No corrective actions are necessary based on the defective rate identified. Batch 8058637 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastic non-sterile luer-lok¿ tip syringe the rubber stopper on the plunger is broken. The following information was provided by the initial reporter: the syringe rubber ring is broken.